Event description:
It was reported that, 15 boxes of remove wipes were noticed to be discolored, damp and emitting an unexpected odor when unpackaged. They appear leaky and moist .no patient was involved when noticing these conditions on the boxes.

Event description:
It was reported that while unpackaging remove wipes during inspection, there was discoloration on the boxes and foil pouches. The packages were leaky and damp and emitted a strong odor. A total of 15 boxes of wipes were affected. Photos provided confirm a single pouch contained within one of the boxes is damaged (ripped/torn).

Manufacturer narrative:
H6 reassessment of this incident found it not to fulfill reporting criteria. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable pursuant to 21 cfr §803.